Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 361 mg/dl. Customer stated that the contacts on the battery cap were neither missing nor damaged. The troubleshooting was performed for the blank display. The customer was advised to insert new aa battery. The display was not returned after insulin pump restart. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.